Manufacturer narrative:
(B)(4). Upon return and analysis this investigation will be updated.

Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Additional information recieved noted that the device was returned. Upon analysis this investigaiton will be updated.

Event description:
Boston scientific received information that during a device replacement the right ventricular lead was attempted to be removed, however, it was not possible to remove the lead out of the device header port. The setscrew of this device was loosened and pulled which resulted in the insulation near the distal electrode to stretch and inner coil to be exposed. The header was broken but the lead was still not removed. A new system was implanted on the opposite side. The right atrial lead was surgically abandoned while the right ventricular lead was severed and remained in the patient. The device was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the header was returned with no device. A piece of the lead was attached to the right ventricular port. As received it was noted that the header had been cut behind the distal terminal blocks. Visual inspection noted that the atrial ring terminal block was missing from the header, and both ventricular terminal blocks had been pushed out of the header. The back of the header where the rv tip terminal block is located was further cut away in order to see within the terminal block. The tip of the lead could be seen in the terminal block. Portions of the header were cut away in order to remove the lead out of the header. Final inspection noted that the right ventricular tip and ring setscrew was completely retracted up against its capture washer, and the right ventricular ring setscrew had a piece of the hex wrench tip broken off inside the hex slot. Due to the damage to the header it was not possible to troubleshoot the reason the leads were stuck in the header.